Event description:
It was reported that a physician trained in the use of the prostar xl device, attempted arteriotomy closure using a perclose technique of the proximal femoral artery after an interventional procedure. Reportedly, one of the sutures had come out of the arterial port and the device was not deployed. Another prostar xl was used. After the sutures were deployed, resistance was felt when the 18f sheath was advanced in the arterial lumen and the green suture was repeatedly pulled in. As a result, the green suture was removed leaving the white suture in the artery. It was not specified if the while suture achieved hemostasis. There was no reported adverse pt sequela. No additional info was provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutnl results for two patients above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The samples were repeated and lower results were obtained. The elevated results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
(B)(4). The prostar xl suture-mediated closure (part 12322-02, lot 790166h) indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received.

Manufacturer narrative:
(B)(4):during processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.